Event description:
Customer reported to beckman coulter, inc. (Bec) that the differential chamber of the unicel dxh 800 coulter cellular analysis system was not draining. Customer reported that the tray was full and there was liquid at the bottom of the instrument. Customer reported that the leak was inside the tray and also overflowed outside the tray. Customer reported the volume of the leak was about 50 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) troubleshot the leak with the customer via the telephone. Customer reported they removed the fluid in the differential mixing chamber with a pipette and add distilled water to the differential mixing chamber. The fse instructed the customer to remove the distilled water with a syringe to clear any obstruction in the port of the differential mixing chamber. Customer reported they were able to remove the obstruction of unknown material and resolved the issue.

Manufacturer narrative:
Differential mixing chamber. (B)(4).